Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced hypoglycemia with seizures and became unconscious. The patient¿s nephew found the patient having a seizure in bed and went to notify the patient¿s husband. The husband administered an emergency glucose injection (meant to be glucagon) but it did not help. The husband then called an ambulance. Upon arrival, the paramedics administered glucose to the patient. The paramedics took a bg reading which was 20 - 22 mg/dl, no cgm value was provided. The patient is unable to recall any further details. At the time of the report, the patient was feeling tired and fatigued. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.